Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and device dislocation ("coil migration") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), polymenorrhagia ("excessive frequent and irregular menses") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation, dysmenorrhoea, pelvic pain and polymenorrhagia to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-mar-2023: no new information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and device dislocation ("coil migration") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), polymenorrhagia ("excessive frequent and irregular menses") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. Essure was removed on (B)(6) 2021. The reporter considered device dislocation, dysmenorrhoea, pelvic pain and polymenorrhagia to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and device dislocation ("coil migration") in an adult female patient who had essure inserted (lot no. 50676287) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pyelonephritis, pyelonephritis, cholelithiasis, pruritus, pharyngitis, nausea, headache, pyelonephritis, upper respiratory infection, presbyopia, diabetes mellitus, vaginal discharge, ovarian cyst, heavy periods, hypokalemia, pyelonephritis, parity 2, gravida ii, depression, anxiety and hypokalemia. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), polymenorrhagia ("excessive frequent and irregular menses") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (essure removal and to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation, dysmenorrhoea, pelvic pain and polymenorrhagia to be related to essure administration. The reporter commented: new essure insertion ((B)(6) 2012) and removal ((B)(6) 2021) dates received. Lot number 50676287 manufacture date 2012-07 expiration date 2015-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and device dislocation ("coil migration") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), polymenorrhagia ("excessive frequent and irregular menses") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation, dysmenorrhoea, pelvic pain and polymenorrhagia to be related to essure administration. The reporter commented: new essure insertion ((B)(6) 2012) and removal ((B)(6) 2021) dates received. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-jul-2023: new reporter (lawyer) added, essure start and removal date and patient's date of birth provided. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and device dislocation ("coil migration") in an adult female patient who had essure inserted (lot no. 50676287) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pyelonephritis, pyelonephritis, cholelithiasis, pruritus, pharyngitis, nausea, headache, pyelonephritis, upper respiratory infection, presbyopia, diabetes mellitus, vaginal discharge, ovarian cyst, heavy periods, hypokalemia, pyelonephritis, parity 2, gravida ii, depression, anxiety and hypokalemia. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), polymenorrhagia ("excessive frequent and irregular menses") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (essure removal and to remove essure ). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation, dysmenorrhoea, pelvic pain and polymenorrhagia to be related to essure administration. The reporter commented: new essure insertion ((B)(6) 2012) and removal ((B)(6) 2021) dates received. The most recent follow-up information incorporated above includes data received on: 19-sep-2023: medical record received. Lot number, medical history, concomitant disease, reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.